Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure, the patient's ipg became inoperable, as the device was not placed in surgery mode. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored following the procedure.